Event description:
A (B)(6) old male pt's download revealed excessive can comm timeouts and svc codes. The pt's friend then contacted zoll lifecor customer support to report the sys was displaying svc code 204. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (b)(4 has been completed. The reported problem was confirmed. The cause for the svc codes and timeouts was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.